Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the balloon in the temporary pacing electrode catheter would not stay inflated. It was stated that they also had another one from 21nov2023, that when inflating the balloon in the bowl of hep saline prior to use, there was a hole in the balloon.

Event description:
It was reported that the balloon in the temporary pacing electrode catheter would not stay inflated. It was stated that they also had another one from (B)(6)2023, that when inflating the balloon in the bowl of hep saline prior to use, there was a hole in the balloon.

Manufacturer narrative:
The reported event was inconclusive since no sample was return for evaluation. A potential root cause for this failure mode could be ¿balloon failure /degradation." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "this device should be used only by or under the supervision of physicians trained in the techniques of transvenous intracardiac studies and temporary pacing." "Visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage." "Insertion instructions using a percutaneous introducer sheath follow the instructions, warnings, and precautions of the introducer manufacturer. If using a balloon temporary pacing catheter, use half or one french size larger introducer, unless otherwise recommended by the introducer manufacturer." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.